Event description:
Reportedly, this device was explanted after approximately a 1 year, 5 month implant duration due to unknown reasons.

Manufacturer narrative:
User facility. (B)(4). Device not returned.